Event description:
It was reported that the patient has high impedance. No known surgical intervention has occurred to date.

Event description:
The patient underwent a full replacement surgery. The explanted device is not available for return.